Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused; the device had 200mls of fluid left. The issue was observed during patient infusion via a peripherally inserted central catheter (PICC). The expected infusion time was 24 hours; however, the actual infusion time was not specified. The device was filled with 6g of cefazolin. A new device was connected to resolve the event with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 17-19, 2024. H11: the device was received for evaluation containing 184 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.